Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. Ts recommended further evaluation in the clinic. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. Ts recommended further evaluation in the clinic. No adverse patient effects were reported. This lead remains in service. Additional information was received that this rv lead was surgically abandoned. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that during the surgical procedure this rv lead was severed. No adverse patient effects were reported. The removed part of the lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 168 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, noisy signals, and oversensing that were due to fracture were likely caused by the confirmed fracture.

Manufacturer narrative:
Correction: h6 - impact code.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. Ts recommended further evaluation in the clinic. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. Ts recommended further evaluation in the clinic. No adverse patient effects were reported. This lead remains in service. Additional information was received that this rv lead was surgically abandoned. Other than the surgical procedure, no additional adverse patient effects were reported.